Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). Investigation summary: the affected device was returned for evaluation in good condition, no physical damage was found on the pump. Labels were undamaged and tamper seal was missing. Performed functional check. Visually inspected the pump. Internal inspection executed. Customer stated problem not confirmed. No air alarm when the pump starts. The root cause was unknown. No further action will be taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air in line alarm went off constantly. There was no patient involvement and no harm/adverse event reported.